Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the seat upholstery is stretched out and the customer is sitting on the bars.